Event description:
Information regarding the following previously reported information is captured in manufacturer report # 3004209178-2014-12941 and no longer applies to the event: ¿¿and often forgot what she was doing.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: unknown, serial# unknown, product type: catheter. (B)(4).

Event description:
It was initially reported (B)(6) 2014 that this patient has a progressive form of multiple sclerosis (ms) but it was not primary and not related to the pump. Approximately a year and a half ago in (B)(6) 2012, the patient had an incident involving a transient ischemic attack (tia). The patient stated ¿they tried to say it was an ms thing¿ but the patient thought it was a tia or small stroke. The patient was not given a magnetic resonance imaging (MRI) scan as they did not have the pump number. Additional information received reported the patient began having transient ischemic attacks (tia¿s) in 2009 after pump placement and often forgot what she was doing. It was noted the patient ¿knew¿ they were tia¿s but it was alluded that this is what the patient thought they were and they were not medically diagnosed. Later it was reported that one was tia and officially diagnosed, but the patient did not go to the hospital for the rest. The patient knew the feeling after the 1st time and saw no point going in and amassing further medical bills. It was unknown what medication this device system delivered at the time of the event, but the therapy was noted as intrathecal baclofen. It was unknown if any troubleshooting or intervention was performed or what the patient outcome was. Additional information has been requested, but was not available as of the date of this report.